Event description:
The surgeon was performing an acl repair (arthroscopic anterior cruciate ligament) and the drill pin was used as a guide before a femoral reaming was done for the screw, unfortunately the drill pin broke into two pieces while drilling. The broken piece travelled to the back of the knee, was deemed inaccessible and was left in situ.

Manufacturer narrative:
No product is being returned for analysis. (B)(4).

Manufacturer narrative:
Information received on 11/26/2014 confirms that this incident is a duplicate of mfg report # 1219602-2014-00272. (B)(4).